Event description:
It was reported that after being positioned in the right mid sfa, the stent could not be deployed with the thumb wheel or the deployment slide. Eval of the returned device revealed that the stent was partially uncovered. No pt injury was reported.

Manufacturer narrative:
The lot number was provided. The lot records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned and the investigation is currently underway.